Event description:
Patient representative reported late seroma on left breast. Ultrasound report showed "periprosthetic fluid in left breast." Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2201. Continued h.6. Health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.